Manufacturer narrative:
The device was not returned for evaluation. Photographs provided show the luer detached from the extension tubing but are not sufficient for an evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The device was implanted and functioning properly with no reported issues for more than 15 months. Without an evaluation of the device a root cause cannot be determined. Studies were performed to verify joint integrity through force at break (peak tensile force) in accordance with en iso standards. The force at break acceptance criteria for the luer to extension joint is 3.37lbf. Luer to extension was performed and the results far exceeded the requirement (arterial luer to extension average was 17.74lbf; venous luer to extension average was 17.59lbf). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is import for export only, not sold in the us. UDI not applicable.

Event description:
The tip of the catheter came loose (luer), coming out in the nursing technician's hand.